Event description:
The customer's friend called to report that the customer was hospitalized with dka. It was stated that the high bgs started in the afternoon. The customer did not correct the bgs with manual injection and did not change the set. It was indicated that the customer does not know how often they change their set. It was informed that when the medical staff pulled the set, the insulin was dripping out of the end. The customer was in the emergency room at the time of call. A day later the customer called back. Troubleshooting was performed. The pump passed the functional testing. The customer indicated that the scar tissues are visible in multiple sites. Also the customer mentioned that they experienced redness and soreness periodically at the site for one or two days after removal. The customer was diagnosed with thryoid complications.